Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Sterilization batch report was reviewed, this report includes biological indicator test and process parameters and met all the requirements. This sterilization lot also passed the bacterial endotoxin test that proved the endotoxin level in the products is lower than 0.01 per product (greater than (B)(4)/product), within the established safety levels of endotoxin. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. Concomitant medical products: 1mtec30 cartridge lot# unknown/not provided, dk7796 handpiece serial number unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 23.5 diopter intraocular lens (iol) was implanted using a 1mtec30 cartridge in the left eye (os) on (B)(6) 2017. Post-op day one, the doctor diagnosed the patient as having fibrin on the rhexis edge, snowstorm, which spread into the vitreal cavity. Also, the doctor believes the patient may have possible endophthalmitis, but the patient's case seemed more like there was toxic anterior syndrome (tass) present. In addition, it was reported that there was significant endothelial folds-edema and fibrin which some were more severe than others. The patient had a retina tap, culture, gram stain, and vitrectomy performed on (B)(6) 2017. The patient also received topical antibiotics, intense steroids, and omidria. The iol remains implanted, there is no plan to explant. No additional information was provided. This report is for the zcb00 intraocular lens. A separate report is being submitted for the cartridge.